Event description:
It was reported by service report that the cot could no longer raise or lower properly due to a broken x-frame. The damage also resulted in exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Base x- frame.